Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via manufacturer¿s representative (rep). The rep reported that coverage shifted from lower leg to buttocks low back. The rep reported that the patient fell and physical therapy that could have contributed to the issue. The rep reported that x-rays were ordered by the healthcare provider (hcp). The rep reported that an impedance check showed 8-15 all high impedances ¿ 10,000. The rep reported that a revision was being discussed with the hcp. The rep reported that the issue wasn¿t resolved at the time of the report and they would obtain more information from the hcp on 2017-09-21. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, (B)(4), implanted: (B)(6)2016, product type: lead, product ID: 977a260,(B)(4), implanted: (B)(6)2015, explanted: (B)(6)2016, product type: lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had a lead revision and all complaints had been resolved.